Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 3.25x15mm and 3.25x23mm xience alpine stents were implanted on (B)(6) 2018. The patient presented with non st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including myocardial infarction. The type of treatment performed was not reported and the final patient outcome is unknown. No additional information was provided.